Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing. Covidien ref: (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced an erratic display. There was no report of patient involvement. The date of the event is unknown.